Manufacturer narrative:
(B)(6). G4: PMA/510(k)#: one additional code applies; k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during the use of bd vacutainer® sst¿ blood collection tubes, the customer noticed that the blood had clotted near the cap and foreign matter in one (1) tube. No patient impact reported.

Event description:
It was reported that during the use of bd vacutainer® sst¿ blood collection tubes, the customer noticed that the blood had clotted near the cap and foreign matter in one (1) tube. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting was observed. The indicated failure mode for foreign matter (fm) was unable to be observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Complaints for sample quality are under statistical control for the month of august 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of clotting. This complaint could not be confirmed for fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.